Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-45, serial/lot: (B)(4), description: dbs directional lead sterile kit 45cm. Model: nm-3138-55, serial/lot: (B)(4), description: 55cm 8 contact extension.

Event description:
A report was received that the patient who was thin and becoming thinner developed pain above the connector between the lead and lead extension. The physician suspected inflammation. The physician routed the scull to give room for the connector. The position of the screw on the connector was changed to point inwards. The patient was doing fine post-operatively.